Manufacturer narrative:
The company has requested the caddy be returned for testing and investigation. If the unit is returned for inspection or we gain any add'l insight on this incident, a f/u report will be submitted.

Event description:
The company was informed on november 23, 2015 of an alleged incident that occurred on (B)(6) 2015. The incident was described as follows: "pt uses a c1000. For transportation she uses our lox caddy. She pulled the caddy (with the c1000) down a kerbstone. The caddy tipped over, fell on the pt's lower leg and injured her significantly as it has a sharp edge."